Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The ps1 which was steady at 5.11 volts. The logs found cu stomer supplied ethernet cable to possibly cause connection to the navigation to drop out. The sytsem was functioning normally. Codes b01, c19 and d14 are applicable to this analysis.  A1102 - 3d mode was disabled message a090501 - not allowing the system to take a 3d spin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying a message stating 3d mode was disabled, and not allowing the system to take a 3d spin. Rebooting the system several times may have resolved the issue temporarily. There was no patient involvement.